Event description:
This is the same event and patient reported on MFR. Report #2024601-2002-00001. This report is for the right side. Stiffman's syndrome, autoimmune diseases, vision impairment and short-term memory loss.